Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. Customer tried to recover the drawer, but an error message of required maintenance was displayed on the screen. Customer mentioned that they had switched off the station and unplugged the power cord, waited for a couple of minutes. The user had plugged back the power cords and switched the station back on, but they were still not able to recover the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.